Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 18 mg/dl. The cause of elevated bg was unknown. Customer sustained blunt force injury to the forehead due to falling unconscious and subsequently collapsed. Customer tried to address bg by glucagon injection. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with 100ml of glucose syrup. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended.